Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple flow block alarms. The customer's blood glucose level was 209 mg/dl. The customer reported that the insulin pump was not rewinding when she selected this option and insulin flow block alarm during fill tubing. Troubleshooting was performed and the customer reported that the insulin exited. The customer reported that the load reservoir process was going quicker than it normally did and they stated that the insulin pump alarmed insulin flow block. They also reported that the belt clip was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with insulin flow blocked alarm during seating. Unable to determine the root cause, problem isolated to electrical board. No physical damage noted.